Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was difficulty with complete telemetry connection when looking at af monitor episodes for oversensing and undersensing. Complete telemetry connection was successfully performed at the end that resolved the oversensing and undersensing. No adverse events were reported